Event description:
No information accompanied the returned device. Previous information received indicates that the patient has expired. The device tested out of specification during manufacturer's analysis. Requests for follow-up information have been unproductive.